Event description:
The lay user / pt contacted lifescan (lfs) in 2006 alleging low readings on his one touch basic enhanced meter. The pt compared his meter reading to the physician's meter. The pt went to the physician's office because he experienced symptoms of high blood glucose (shaky, weak and was short of breath). The one touch basic enhanced meter displayed a 178 mg/dl, and the physician's meter (one touch ultra) displayed a 250 mg/dl. The readings were done less than 10 mins from one another. The pt was at the time of testing. The physician treated the pt with insulin. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution the pt had was expired. The pt had been cleaning the meter accordingly and the meter passed using the check strip. Customer care agent (cca) sent the pt a replacement meter and control solution. No further info was provided. It would have been helpful to know the pt's diagetes regimen, readings prior to the incident and how long the pt experienced the symptoms. The complaint is being reported as the pt was getting blood glucose results lower than on the physician's meter and he may have sought treatment for hyperglycemia sooner if his meter's results were higher.